Event description:
Ventilator is stuck in the inhalation mode; when any button is pushed; the ventilator will not respond. This pt was at school with ventilator locked and running on internal battery with the humidifier on. The ventilator started to alarm and would not cycle into exhalation. Pt's family member was at pt's side assisting pt by continuously taking the circuit off to allow for exhalation and put it back on to give pt breath until a replacement ventilator was available. The pt had a 6.5 cuffed trach and was using the rt114 circuit with the ht600039 exhalation valve.